Event description:
It was reported by service report that the scale was not working accurately. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: foot-end load cells were not connected properly at the cpu board.